Event description:
It was reported that patient with a subcutaneous implantable cardioverter-defibrillator (s-ICD) presented with multiple device shocks. The patient was admitted to the hospital in sinus rhythm and no acute distress. Device interrogation revealed the shocks were inappropriate due to p- wave and t-wave oversensing. A chest radiograph showed suboptimal electrode position with the coil on the right lateral side of the sternum. A revision procedure was performed to reposition the electrode; however, due to the adhesions on the defibrillation coil, repositioning was unsuccessful. Additionally, efforts to explant the electrode were unsuccessful. The axillary generator pocket was subsequently opened, and the generator was removed from the pocket and detached from the electrode. The chronic electrode was eventually extracted using a competitive extender. A replacement electrode was implanted. Appropriate electrode position was confirmed with fluoroscopy and later by chest radiography, and defibrillation impedance was tested and was satisfactory. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.